Event description:
It was reported that the customer's insulin pump threshold suspended, based upon a sensor glucose reading of 59 mg/dl, while customer's blood glucose was at 268 mg/dl. Customer also stated she had been sent to the emergency room because her blood glucose was off in the past. Sensor insertion techniques were discussed. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor passed per specifications with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.